Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint of "tips do not meet". The fenestrated bipolar forceps instrument was found to have a severely bent grip, causing misalignment of the grips. There was a .060" offset at the tips. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Failure analysis investigation did not conclude any fragments missing. The complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure , a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved, however, at this time there is no indication of broken fragments. This report is being submitted in an abundance of caution since the customer alleged that the fragment was retrieved during the same procedure.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, the tips of the fenestrated bipolar forceps instrument did not meet. There was no report of patient harm, adverse outcome or injury. On 19-jul-2018 intuitive surgical, inc. (Isi) received the following additional information from the scrub tech: the customer stated that a fragment from the fenestrated bipolar forceps instrument broke off inside the patient. The customer confirmed that the broken fragment was retrieved during the same procedure without patient harm.